Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the burr device broke. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date was inadvertently documented as aug 24, 2016 in the initial report. It has been corrected to oct 03, 2016 and UDI updated accordingly. Additional narrative: the actual device was returned for evaluation. The cutter device was evaluated and the reported condition that the device had a broken tip was confirmed. An assessment was performed and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. It was determined that the cause of the broken cutter was excessive lateral or side to side force. It was determined that there was no other data to support an alternate defect to cause this failure. The assignable root cause of this condition was determined to be misuse, abuse, and /or user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.